Event description:
Related to MFR. Report no.: 2183959-2014-00404, 2183959-2014-00405, 2183959-2014-00407. It was reported the patient experienced frequency and urgency of micturition following the implantation of an elevate pc posterior graft. Physiotherapy was done on (B)(6) 2013. The event resolved on (B)(6) 2013. No further complications were reported in relation to this event.